Event description:
Boston scientific received information that the patient with this lead is dependent on pacing therapy and was feeling faint. During an interrogation, it was noted that stimulation was not efficient, and the pacing impedance measurement was above 2500 ohms. A lead fracture was suspected, but it was not visible on an x-ray. A surgical procedure was performed. This lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported after the procedure.

Manufacturer narrative:
This lead was surgically abandoned. Without a returned lead, it is not possible to conduct technical analysis and determine how the lead may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.